Event description:
During several surgeries that there are increased fail lockings. There were no consequences for the patients.

Manufacturer narrative:
The returned device does match the report, and the event of distal mistargeting was confirmed. Functional test revealed slight contacts of the drill to the drill holes which represent a mistargeting but are not in such a way that a real misdrilling where the drill would fail to pass the drill holes would occur. Although cracked - for surgery the function of the target device returned was sufficiently given. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g: -loosening of the nail holding bolt during insertion of the nail; -repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended; -not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve); -no use of drill with center tip / unfavorable bone contour; -drilling without drill guiding sleeve; -using blunt or damaged drill; -high forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail; the usage of the "new" drill guide sleeve (B)(4) (improved drill guiding feature) instead of (B)(4) may ease the distal locking procedure. Regarding misdrilling the operative technique has already been modified by (B)(4). Collateral finding of cracks: upon receipt it was realized that the item had an experienced crack at the transition to the metal nail adapter. The found crack was clear visible and should have been noticed during checking of the instruments which is required by IFU prior surgery. For the crack in the target device evaluation revealed that the event is linked to internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use contributed by the design of the device. The device had been in use for a long time (more than 8 years) and it had been subject to periodic stress situations due to multiple applications and sterilization- and cleaning cycles. Appearance of the item and inspection records identified this product of old design version. Meanwhile the product has been modified with (B)(4) in terms material change in order to avoid cracks and to improve stiffness. The review of the risk assessment for the failure modes indicated the issue was addressed adequately as no discrepancies were identified, therefore no corrective actions were deemed necessary at this time.